Event description:
Had essure put in, woke up in horrific pain that has yet to go away. Also now suffer from insane night sweats and hot flashes associated with my menstrual cycle. Also terrible mood swings around my cycle. Still seeking treatment for all these and other symptoms. Have had blood work, thyroid tests, urinanalysis, ultra sound and multiple ob-gyn visits. Have been treated for uti and pelvic infections.